Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The olympus service center confirmed the user's event of the device intermittently shutting down due to a faulty circuit (cr) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the event occurred due to a failure of the circuit board. The specific root cause of this failure could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b5, d concomitant medical products.

Event description:
The problem was first noticed during procedure. The name of the procedure performed was laparoscopy. The type of procedure was therapeutic. No other devices were involved in the event. No delay in the procedure in which the subject device was used. The intended procedure was completed using a similar device.

Manufacturer narrative:
E1 address - (B)(6). To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit power was cut off intermittently during pneumoperitoneum. There were no reports of patient harm.